Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product evaluation summary: the lead segments was returned to the manufacturer and analyzed and no anomalies were found. The lead distal end electrode was covered in blood. (B)(4).

Event description:
It was reported that the right atrial (ra) lead perforated the right atrium causing pericardial effusion. Therefore the ra lead was removed and replaced with a new lead. No further patient complications have been reported as a result of this event.